Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima y adp bl 22ga x 0.75in row was used and there was inflammation and an abscess at the insertion site. This was discovered during use. The following information was provided by the initial reporter: recently, in our long-stay sector, we have noticed inflammation and even abscess at the catheter insertion site after 2 to 3 days after insertion.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9309266. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed by our quality engineer team. After this product is assembled, it is sent for sterilization. The sterilization certificate was reviewed for this lot number and all tests were met prior to the release of this product. At this time, a manufacturing related cause for this issue could not be determined. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima y adp bl 22ga x 0.75in row was used and there was inflammation and an abscess at the insertion site. This was discovered during use. The following information was provided by the initial reporter: recently, in our long-stay sector, we have noticed inflammation and even abscess at the catheter insertion site after 2 to 3 days after insertion.